Event description:
Gynecare tvt erosion into vaginal wall. Tape implanted too tight. Severe pain, infection. On antibiotics for last 2 and 1 half years. Tape irritating urethra and bladder. Numbness both legs. Diagnosis or reason for use: incontinence.